Event description:
Loaner staff of stryker (B)(4) noticed the breakage of the insert trial after it was returned from the hospital. Update: the insert trial was broken during medical procedure. There was no adverse consequence.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual inspection: the reported event was confirmed. A portion of the distal rails of the triathlon ps trial fractured. Scratches and indentations were observed on the articulating surface and distal rails. Conclusions: the reported event was confirmed. A portion of the distal rails of the triathlon ps trial fractured. Scratches and indentations were observed on the articulating surface and distal rails.

Event description:
Loaner staff of stryker (B)(4) noticed the breakage of the insert trial after it was returend from the hospital. Update: the insert trial was broken during medical procedure. There was no adverse consequence.